Event description:
It was reported that the programmer's display was enlarged and not legible following boot up. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer tested out of specification as it was noted the display was misaligned when the stylus was dragged to the edge of the display. The misalignment was cleared after calibration of the stylus. It was further noted the printer tray, power cord bay, media bay door were damaged. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.